Event description:
Caller reported an issue with updating the pump time and personal settings. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the time on the pump and advised them to monitor for any future discrepancies, with the caller understanding and acknowledging this guidance.